Event description:
It was reported that cgm displayed error message 42 with g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions for complete pump reset, completed reset with guidance, did not experience repeat cgm error afterward, and successfully started new sensor session.